Event description:
The us complainant had a cp supporting an elderly patient with a cp when the automated impella controller (aic) failed. The patient remained stable and on pump support. Family withdrew care, but there is not enough information to exclude the impella device as an associated factor in the patient's demise.

Manufacturer narrative:
The investigation for the reported issue has been completed. The impella device was received from the customer and this is a known pattern failure in which all signals received from optical bench. The root cause of the transient loss of opm-related signals could not be determined due to the inability to reproduce. This report is being filed as part of a retrospective review of historical records.